Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo analysis: upon visual inspection of the images, an aluminum package, a paper cap with the needle dispensed and separated from the suture. Timage is not clear to determine failure mode or reported condition. As part of our quality process, manufacturing records were reviewed for this lot's serial number and manufacturing standards were met prior to the release of this lot. No conclusion could be reached as to the cause of the reported complaint, as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. Additional information about complaints is tracked for potential safety signals through complaint trends as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: customer reported that 3 to 5 sutures were affected in each event. No further information was provided by customer. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare, active ingredient(s) - triclosan, dosage form - suture/solid/parenteral, strength -= 275 g /m. Related to: 2210968-2022-02436, 2210968-2022-02440, and 2210968-2022-02438.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in (B)(6) 2022 and suture was used. The suture broke while sewing. There were no patient consequences reported. Additional information was requested.